Manufacturer narrative:
D10: 300-30-10 - equinoxe preserve stem 10mm: (B)(6). 322-36-00 - 145-deg pe 36mm hum liner +0: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 320-31-36 - glenosphere, 36mm: (B)(6). 320-35-02 - small superior augment glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side, during which, the patient experienced a fracture of proximal humerus (calcar) during stem insertion. A bone graft was used on the humeral calcar. X-rays to be performed at 3-month follow-up. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h4, h6. MDR section codes updated/corrected: b, c, e, f. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during broaching, reaming, exposure, or retraction. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.